Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd pump where it was reported that the pump displayed air in line alarm during pre-test. This is a high priority alarm which will interrupt patient therapy. There was no patient involvement and no patient harm reported.